Event description:
A trilogy evo ventilator was reported to have failed a test step during system setup. There was no patient involvement, and no harm or injury reported. The device's 3-way solenoid valve and proportional valve require replacement to address the issue. Onsite service to make the repairs has been scheduled.

Manufacturer narrative:
It was previously reported trilogy evo ventilator was reported to have failed a test step during system setup. There was no patient involvement, and no harm or injury reported. The device's 3-way solenoid valve and proportional valve require replacement to address the issue. It has been clarified the test step failure occurred during system setup and was an active exhalation module solenoid valve verification test failure. The 3-way solenoid valve was returned to the product investigation lab (pil). Pil installed the solenoid valve onto the pil trilogy evo stb, then tested the solenoid on the pil trilogy evo multifunctional test station for aecm verification and aecm solenoid current verification at pre test and aecm verification at post test and passed testing at post test, but failed aecm verification testing at pre test. Pil suspects that internal contamination of the solenoid caused the test failure at service. This failure is being investigated under (B)(4). The proportional valve was returned to the pil. Pil installed the proportional valve on the pil trilogy evo stb, then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pre test and aecm verification at post test and the proportional valve passed all testing. Pil concluded that the proportional valve operates as designed.